Event description:
According to the reporter: the suture was being used during a dermal and hypodermic suturing. When the surgeon had the needle through the loop, the loop broke easily. The surgeon did not add any tension. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The foil was inspected with light assisted microscopy with no abnormalities. The visual inspection of the sample noted 1 suture and 1 needle. The suture was received with an open loop. It was observed, under magnification, that the suture appeared to have split under tension. Upon microscopic inspection of the loop, evidence of material transfer was observed. As no sealed samples were returned, a laced-through loop test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.